Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead. When the physician attempted to place a different lv lead, the lead perforated the patient. The patient was admitted to the intensive care unit for observation and the patient will have an lv lead implanted at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.